Event description:
The user received an erroneous cortisol result for one patient sample. The initial result was 0.500 nmol/l with a data flag. The same sample was repeated on (B) (6) 2010 with a result of 445.4 nmol/l. There was no affect to the patient because the user repeated the test before releasing the result to the doctor. The cortisol reagent lot number was 152627.

Event description:
The lay user/pt contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
A specific cause could not be identified. No instrument maintenance information was provided. Calibration information revealed the customer was not calibrating per recommendation and quality controls were not run as recommended. There was no affect to the patient. The customer repeated the test before releasing results to the doctor.